Manufacturer narrative:
Follow-up #1: date of submission 11/04/2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2017 with the following findings: on investigation the display was examined and did not reveal any evidence of the alleged bubbles beneath the display lens. The pump display was found to be clear and legible, intact without damage and fully functional. Investigation did not duplicate the complaint.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a display (display issue) issue. It was reported that the user found something that looked like a tiny air bubble underneath the display lens. The user then removed the protection film to see if it was related to the film but it was underneath the actual lens. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.